Manufacturer narrative:
Three opened trocar hub/cannula assemblies were received. The returned samples were visually inspected and found to be visually conforming. The final customer lot was identified. A device history record review was performed and the product released met manufacturer¿s acceptance criteria. The sample was found to be visually conforming. However, due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the trocar cannulas leaked during a procedure. Trocar plugs were utilized and the procedure as completed without incident. There was no harm to the patient reported. No additional information is expected.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)